Manufacturer narrative:
The customer¿s reported complaint of the channels to the right of the pcu turning off while infusing norepinephrine was confirmed in the logs and replicated during testing. Inspection: an external and internal inspection of the customer¿s incident pcu identified the male and female iui with signs of unidentified film contaminants on the connector contact pins. The male iui connector was identified with white dried residue, fibers, and crushed ribs. The male iui date code was noted (B)(6) 2019. No other obvious issues or anomalies were identified with the device during the inspection based on log analysis results, four (4) channel disconnect/ power loss events occurred on (B)(6) 2021 between 09:02 am and 9:52 am. At the time of the incidents, pump module s/n (B)(6) was infusing norepinephrine (norepi) as reported in the complaint. Iui test method results identified the pcu male iui connector causing the channel disconnected failures. Several contributing factors can be attributed to the iui failure including the presence of white dried residue, fibers, and crushed ribs. Proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green corrosion, crushed ribs or cracks are identified. Iui covers are available to protect from contamination which can lead to corrosion. Root cause: the probable cause of the customer¿s experience with the channels turning off was a results of a channel disconnect/ power loss caused by the pcus failed male iui connector. Device history review: a review of the device history record showed the device had a manufacture date of 08/06/2013. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that during night shift on the (B)(6) 2021, the channels to the right of the pcu (channels c and d) were turning off randomly while infusing norepinephrine. There was no patient information.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient is a child. Although requested, patient information was not provided. Device was provided with pending investigation.

Event description:
It was reported that during night shift on the (B)(6) 2021, the channels to the right of the pcu (channels c and d) were turning off randomly while infusing norepi. There is no patient information.